Event description:
It was reported that partial stent deployment and removal difficulties occurred. The patient presented with iliac vein compression. The target lesion was located in the common iliac vein. A 12x90/8fr wallstent endoprosthesis was advanced for treatment. However, when the stent was deployed halfway, it became stuck and could no longer be deployed. Attempts were made to withdraw the device, but stent could not be withdrawn. The stent was removed as a whole and upon inspection outside patient, it was noted that the delivery sheath was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the stent could not be reconstrained and could not be deployed. The device was removed through a 10f unspecified sheath.

Manufacturer narrative:
E1- initial reporter phone number: (B)(6). H6 - device codes: updated from difficult to remove (a150207) to mechanical problem (a05). Device evaluated by MFR. A uni plus device was received for analysis. The device was received with the stent unsheathed. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified an outer sheath kink 85mm proximal from the distal tip.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6).

Event description:
It was reported that partial stent deployment and removal difficulties occurred. The patient presented with iliac vein compression. The target lesion was located in the common iliac vein. A 12x90/8fr wallstent endoprosthesis was advanced for treatment. However, when the stent was deployed halfway, it became stuck and could no longer be deployed. Attempts were made to withdraw the device, but stent could not be withdrawn. The stent was removed as a whole and upon inspection outside patient, it was noted that the delivery sheath was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.